Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of bacterial infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with [unspecified] juvéderm® volift¿ and juvéderm® volux¿ in chin, apex, pre-jowl, mandibular angle, submental angle, nasolabial folds. The delayed onset nodules (dons) were isolated to submental angle, marionette lines chin and prejowl sulcus and corners of mouth in the sub cutaneous fat not the lips. The filler appeared to have clumped together. Abs were given with consent to hyalase with 3 vials diluted to 15mls. Instant relief from the tightness and some of the filler appeared to be breaking down but very resistant. All appeared improved but not resolving. Advised to finish antibiotics and given dexamethosone 2mg one a day for 7 days. Hcp advised must take nsaids to keep any swelling that might appear under control. Patient ignored advice and did not continue nsaids. Patient was well but personal information left patient very stressed (non-device related) causing to get a (non-device related) uti around when the original hardness of the filler. Hcp believe the stress and the uti would have definitely contributed to any biofilm forming around the filler and dons. This record relates to juvéderm® volux¿. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-58919). This emdr is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Additional, corrected, and/or changed data: b7, c1, c3, d1, d4, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported a patient was injected with [unspecified] juvéderm® volift¿ and juvéderm® volux¿ in chin, apex, pre jowl, mandibular angle, submental angle, nasolabial folds. The delayed onset nodules (dons) were isolated to submental angle, marionette lines chin and prejowl sulcus and corners of mouth in the sub cutaneous fat not the lips. The filler appeared to have clumped together. Abs were given with consent to hyalase with 3 vials diluted to 15mls. Instant relief from the tightness and some of the filler appeared to be breaking down but very resistant. All appeared improved but not resolving. Advised to finish antibiotics and given dexamethosone 2mg one a day for 7 days. Hcp advised must take nsaids to keep any swelling that might appear under control. Patient ignored advice and did not continue nsaids. Patient was well but personal information left patient very stressed (non-device related) causing to get a (non-device related) uti around when the original hardness of the filler. Hcp believe the stress and the uti would have definitely contributed to any biofilm forming around the filler and dons. This record relates to juvéderm® volux¿. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® volux¿.